Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet pump displayed recurring alert 61 indicating an external flash write error, which persisted despite multiple restarts, and the user transitioned to a replacement device after setup assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that results are pending completion, and the problem was consistent with a circuit failure involving the memory/storage component. It was concluded, based on previously established findings for similar reports, that the conclusion is not yet available. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.